Event description:
Customer has had several incidents of receiving a "hi" reading from the freestyle meter and being transported to the ER via ambulance. The usual treatment administered by the hospital is to conduct a lab test, feed them, and discharge them. On one occassion the hospital treated customer with an IV because they appeared to be dehydrated. Customer stated that the time between the freestyle readings of "hi" and the lab results in the approx 100 mg/dl range has been approximately 10 minutes.